Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab supervisor. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following information: it was reported that the tr band was leaking and that the patient developed a bad hematoma. They were able to reposition the tr band and massage the hematoma out and the patient was doing much better. Patient had right radial access for diagnostic heart catheterization prior to the use of the tr band. The estimated blood loss was less than 250cc. The patient was stable. Multiple sticks were not required to gain access. No diagnostic testing, such as ultrasound or computed tomography (CT) scan, was performed to evaluate the hematoma. No medical or surgical intervention was required to treat the hematoma. It is unknown how long after inflation the tr band was observed to be losing air. No noticeable damage to the device was identified, and the device was not manipulated before use or during storage.